Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the sheath was inserted and the dilator was removed with the wire, the valve would not close. The dilator was reinserted and removed again and the valve was leaking. A smaller dilator was attempted and difficult to insert and when removing, the valve continued to leak. The sheath was then replaced with a new one to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full introducer was returned and analyzed. Analysis indicated that blood was observed on the sheath. The analyst noted that there was blood obstructed in the valve and the lumen causing the dilator stuck in the introducer sheath, and that prevents the leak test. If information is provided in the future, a supplemental report will be issued.